Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced suspected bilateral capsular contracture (baker grade unknown) post procedure. The implants were sitting high. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-11979 for contralateral prosthesis report.